Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after a hallux valgus surgery on the right foot on (B)(6) 2022 the patient developed persistent symptoms and a physician advised the patient to get a surgical removal of the screws. No further information received.